Event description:
An implantable pulse generator (ipg) was received from a pathologist indicating the patient died approximately seven years ago due to severe aortic stenosis. It was reported that there was a potential product performance issue with the ipg as the patient died one day following an ipg replacement procedure. No additional information is available.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.